Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified: opening crack on valve seat diaphragm valve, crease fold, white particles inner device and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.